Event description:
It was reported to boston scientific corp that an endovive standard peg kits push method was used during a percutaneous endoscopic gastrostomy (peg) procedure. According to the complainant, the peg tube became separated at the transition point between the plastic introducer and the g-tube connection while pulling the tube through the stoma site. As a result the silicone ring connection separated outside the pt. The procedure was completed successfully with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B) (4).